Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc. That the content of the report is complete or accurate, that the device failed or malfunctioned in any manner, or that the device caused or contributed to a death.

Event description:
A vari-lase bright tip fiber was used in a clinical procedure to treat varicose veins. Upon removal of the fiber from a second treatment area, the physician reported the fiber tip was missing. At the follow-up procedure an ultrasound was performed and the patient was reported as doing well.